Event description:
Procedure type: laparoscopic lower anterior resection. According to the rptr: after firing, some staples on the foreside fell out and a leak occurred. The fallen staples were not formed into a b shape. The tissue had been cut and a doughnut ring was formed properly. According to the doctor, upon firing the device, there was no feeling that staples were pushed out. Since purse string suture was done, the device grasped a considerable amount of tissue at the firing. No unanticipated bleeding occurred. No unanticipated tissue damage occurred. There was unanticipated tissue loss. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes. Another device was used to continue the surgery.

Manufacturer narrative:
(B)(4).